Manufacturer narrative:
A manufacturer representative went to the site to test the device. Testing found all 4 instrument trays blue/black nav lock trackers passed the stealth integration test. Unable to recreate issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon started on the left side and then did the right side during a t12-l3 procedure. The surgical system was mounted to the patient using a dual spinous clamp attached to l1 and l3. The surgeon felt that the navlock trackers were inaccurate by 5-10 mm superior (about one full screw length off), but the drill was accurate.  The surgeon noted the inaccuracy often occurred with the drivers and taps when navlocks were used. The blue tracker was used with taps and the black tracker was used with drills. An accuracy check was done and no issues were found. The surgeon then navigated to the spinous process and it was accurate. The surgeon decided to account for the inaccuracy when instrumenting so the case could be continued. The manufacturer representative believed there was an issue with the trackers. There was no patient harm and the procedure was delayed less than an hour.

Event description:
Additional information received from a manufacturer representative reported that the trackers went back into use and no further information was available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.